Event description:
It was reported that PICC placed in patient and infusion commenced. Three hours post insertion, checked on by nursing staff and noted that PICC catheter had disappeared inside patient and infusion in bed. PICC connector still fixed to statlock device. Attempted to retrieve PICC catheter in intervention radiology under ultrasound guidance but unsuccessful. Further attempt in the following day, PICC catheter had to be removed by snare from patient's pulmonary artery. PICC catheter retained; unfortunately, connector and statlock thrown away.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.